Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose level of 539 mg/dl and experienced the symptoms of nausea, vomiting, stomach pain, and she tested positive for ketones. The patient was taken to the emergency room, and received intravenous treatment with fluids and insulin. The reporter noted no issues with the infusion set or infusion site. Troubleshooting revealed all pump settings, programming and date/time were correct. A review of the pump history revealed that on (B)(6) 2013 the patient filled the cannula with 0.3 units insulin, when her infusion set requires a minimum of 0.5 units to fill the cannula. This may have contributed to under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not properly filling the infusion set cannula. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, and received emergency medical attention and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: evaluation revealed the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.